Event description:
Information was received from a patient who was implanted with a neurostimulator bowel dysfunctional/ sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient experienced a loss of therapeutic benefit. Patient stated it was not emptying his bladder. He was still running to the bathroom at night and still wetting the bed. Patient stated he urinated more at night than in the day. He woke up wet but not soaking. He was informed by healthcare provider (hcp) to lower stim from 1.4 to 1.3v and to call manufacturer representative (rep) to readjust the settings. He was feeling stim and therapy was on during the call. It was indicated that he was having x-rays on both of his knees a day prior to this call. He increased amplitude during the call and reported feeling stim in correct area. Patient services walked patient through making adjustment on program 2 at 1.3v to program 3 at 1.1v. Patient stated he was feeling stim in the anus and down the right leg on program 3, so they changed to program 4. Patient also stated it felt warm. Patient would monitor symptoms and would follow up with hcp if it did not resolve. The change in symptom was considered gradual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.